Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for a lower extremity atherectomy procedure in the peripheral artery to treat peripheral artery disease (pad). During the procedure, the device crossed the lesion but became stuck on a non-bsc guidewire. The case was completed with another device of a different model. There were no patient complications as a result of this event.

Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for a lower extremity atherectomy procedure in the peripheral artery to treat peripheral artery disease (pad). During the procedure, the device crossed the lesion but became stuck on a non-bsc guidewire. The case was completed with another device of a different model. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The device was visually and microscopically examined for any damage. Visual examination revealed multiple buckling. Product analysis confirmed the device was stuck on a filter guidewire.